Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the reported issue was confirmed. The fault was believed to be either a faulty rftv or excessive ptfe lubricant collecting in the child setting of the restrictor disc.. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pneupac¿ pneupac vr1 was noted to be half off on child setting for volume so it was delivery less than half the volume. There were no reported adverse effects.